Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to seek medical attention due to not receiving insulin while wearing a pod between 24 and 36 hours on the abdomen. There was no more information that was provided or able to be obtained.